Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that a catheter issue might have been present prior to the catheter being replaced. Additional information was requested and it was reported that the patient had a change in their spasticity level and the exact location of the issue within the catheter was not known. The catheter was replaced on (B)(6) 2012. The patient's current status was not known. Additional information has been requested, but was not available as of the date of this report.